Event description:
According to the reporter, during a laparoscopic gastrectomy/esophagojejunostomy procedure, the needle detached prematurely while wrapping the suture in tissue. The surgeon used another unit to complete the case. There was no patient injury.